Manufacturer narrative:
Updated: b5, d8, e4, g2, h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the failure 'deposit on lg glass' is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited deposit on the light guide (lg) glass. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited a black image. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.